Manufacturer narrative:
The customer reported that the unit was not powering off internal battery and tested with known working battery and functions correctly. Requested warranty replacement from supplies. Attempts are being made to confirm device resolution.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that the device's battery was not charging. The device was not in clinical use at the time of the event. There was no report of patient or user harm.